Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra (s3u) valve in the aortic position, access was obtained via right common femoral artery, percloses were deployed and the esheath+ was inserted. The 26mm commander delivery system and 26mm s3u were prepped and device was inserted. The valve got stuck in the partially expandable portion of the sheath and was unable to advance. Under flouro a bent strut was noted. There was also a small puncture in the esheath+. The delivery system and valve did not exit the tip of the sheath. The delivery system was removed through the esheath without difficulty. A new esheath+, commander, and 26mm s3u were prepped. The native valve had to be recrossed so the new sheath was inserted and commander and valve were inserted. No issues were had and valve was deployed successfully. The patient was stable without any injuries.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h10, h11. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the complaint for resistance between system components - inability to advance through sheath was empirically confirmed. It is possible that one or more of the patient factors listed above (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. However, as no 3mensio was provided to confirm the patient factors, a definitive root cause is unable to be determined. The complaint for sheath punctured was empirically confirmed. Available information suggests that procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief ' particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.